Event description:
It was reported that the patient received several aborted therapies due to a suspected lead damage. The disturbance observed on the egm's could be produced by moving the shoulder. The lead was explanted.

Manufacturer narrative:
The reason for return was confirmed. The outer insulation, the pacing coil lumen and the sensing cable insulation were damaged as a result of an abrasion from the inside to the outside. The metal wires of one of the sensing cables and the metal filars of the pacing coil were exposed. The electrical measurements indicated a short circuit between the pacing coil and the sensinng coil/cable.